Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the device bearings were loose was not confirmed. However, during evaluation, it was determined that the device tip was damaged. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to excessive force due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the bearings of the craniotome device were loose. During in-house engineering evaluation, it was determined that the tip was damaged. It was further determined that the device failed the visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.